Manufacturer narrative:
(B)(4). Cross reference: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 there was a loss of connection between the transmitter and receiver occurred. No additional event or patient information is available. No product or data was provided for evaluation. Confirmation of the problem and probable cause could not be determined.

Manufacturer narrative:
Com-(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was preformed and the test failed. A review of the downloaded data log confirmed the reported event of a failed transmitter error. The probable cause was determined to be low transmitter battery.